Event description:
Sales rep reported that a knee revision surgery on (B)(6) 2016 due to wound drainage two weeks post-surgery. The cultures indicated that there was no infection. The surgeon removed the tibial insert and retaining bolt and replaced them with new ones. The removed implants were not returned to omni. The original surgery was on (B)(6) 2013.

Manufacturer narrative:
The implants were not returned for examination and therefore, omni used the implant usage ticket to confirm the lot numbers of the product reported. Based on the info provided, a review of manufacturing and sterilization records of the explanted implants was performed. There was no evidence in the files that showed a correlation that would likely result in wound drainage. All batch records, sterilization, and sterility results were reviewed. There were no defects or deviations reported.